Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.5/1.0/086 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Manufacturer narrative:
G3 date in initial MDR should be 09-feb-2022 not 30-jun-2023. Claim # (B)(4).